Manufacturer narrative:
H.6. Investigation summary: received a 24ga iag assembly within an open package from lot number 9087864. All components were present. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the unit was received with the needle fully retracted inside the safety barrel. Upon removing the cover, the catheter-adapter assembly stayed lodged within. The catheter adapter assembly was incorrectly oriented within the needle cover. The needle was pushed to the out position, no damage was found. Note: the pictures received displayed a catheter inside the needle cover. Conclusion(s): indeterminate ¿ since the unit was received out of its original package, we were unable to confirm whether the cover or the catheter/adapter were manipulated prior to use (user environment) or was caused by mis-orientation (manufacturing).

Event description:
It was reported that prior to use the catheter was attached to the cap leaving needle exposed with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: silicone catheter attached to the cap. Leaving only the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the catheter was attached to the cap leaving needle exposed with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: silicone catheter attached to the cap. Leaving only the needle.